Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported pain, suffering, mental anguish, loss of enjoyment of life, serious physical injuries are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on or about (B)(6) 2011". Alleged: "on or about (B)(6) 2015, the physicians received the results of chest x-rays taken of the pt during an ER visit earlier that month. The chest xrays reflected a metallic wire near pts left hemidiaphragm.", "on or about (B)(6) 2017, after experiencing a new onset of lower pelvic pain radiating to her lower back and in particular to her right labial area, pt was referred to an interventional radiologist for consultation, who informed pt that her cook ivc celect filter was extensively fractured with only 2 of the 4 legs & 5 of the 8 arms attached." Patient outcome: alleged "punitive damages", "extreme pain and suffering, mental anguish, loss of enjoyment of life.", "serious physical injuries.", "physical impairment and incapacity." & "disfigurement."